Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: h2; h3; h6. Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided and reviewed. Review of the available records identified the following: dislocation of the right hip arthroplasty. No further evaluation could be performed with the image provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2020-00372.

Event description:
It was reported the patient underwent an initial total hip arthroplasty on an unknown date. Subsequently the patient has been indicated for a revision, however, a revision has not been reported. The sales rep was inquiring about implant identification. X ray was provided and shows dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.